Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 05/30/2015 stating that this rv pacing lead impedance change noted, from 600 ohms to 1200 ohms. Isometrics did not produce any noise. When the patient pointed his left leg one way and his shoulder the other way, the impedance dropped to 700 ohms. The pacing thresholds are 1.0v. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).